Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It has been reported that a protrack pigtail wire was selected for use. While in procedure, the provider removed the protrack pigtail wire, and upon inspection the wire had come unraveled. No remnants of the protrack pigtail wire was confirmed by x-ray. No patient complications reported. The device is available to be returned for analysis. Medwatch report: mw5154442.

Manufacturer narrative:
Correction to the initial MDR: the field h10 (related report number (1)) was updated. Thus, this supplemental report is being filed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It has been reported that a protrack pigtail wire was selected for use. While in procedure, the provider removed the protrack pigtail wire, and upon inspection the wire had come unraveled. No remnants of the protrack pigtail wire was confirmed by x-ray. No patient complications reported. The device is available to be returned for analysis. Medwatch report : mw5154442